Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR report: 1221359-2021-01947.

Event description:
The customer reported two (2) false positive results with the binaxnow covid-19 ag card. This MFR. Addresses lot number one (1) of two (2). The customer reported a false positive result on a nasal kitted swab with binaxnow covid-19 ag card. Confirmation testing was performed with pcr on a nasal swab and generated negative results. Per the customer, the patient was symptomatic. No additional information, including patient treatment and outcome.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 130113 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 130113, test base part number 195-430h / lot: 128658a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 130113 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.